Event description:
It was reported that during a total shoulder surgery, the spider 2 tenet joint was sticky, it was not functioning properly. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the device was received pressurized. The charger and foot switch were included. A functional evaluation revealed the hinge joint was stiff. The hinge joint was disassembled. One of the spacers was deformed. The complaint was confirmed and the root cause has been associated with a maintenance problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include deformation caused by an extended period of pressurization. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.